Event description:
It was reported that the pump battery intermittently could not be charged despite attempting multiple times with different cables, adapters, and outlets. Customer¿s blood glucose level was 120 mg/dl. The customer reverted to an alternate method of insulin therapy.